Event description:
It was reported that during this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system implant procedure, low shock impedance out-of-range of 22 ohms was noticed after a commanded shock was delivered. Technical services discussed some possible conditions that could result in these low measurements and recommended ultimately to confirm proper placement of the electrode or possibly perform commanded shocks another day as the anesthesia could be obstructing adequate shock impedance. Reportedly, the fluoroscopy showed an adequate placement of the electrode, and it was physically felt above the sternum. The physician elected to leave the system where it is. The patient will continue to be monitored. This s-ICD remains in service and no adverse patient effects were reported.